Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported telemetry confirmed a critical alarm occurred. The alarm was due to zero ml reservoir volume reached. Per the reporter the refill date was missed due to someone at the healthcare providers office who was no longer there. Per the logs the low reservoir alarm occurred on (B)(6) 2015 13:04 and the empty reservoir alarm occurred on (B)(6) 2015 05:17. They were refilling the pump the day of the report and decreasing the dose to 150.2mcg/day. There was no troubleshooting or other actions taken. The patient was asymptomatic but had felt a little tired. The patient had no symptoms of underdose and was reported as doing fine now. The patient and mother were instructed to call the office if any untoward side effects occur. The pump was used to deliver gablofen.